Event description:
The customer reports that there is no fluoroscopy image. There is radiation according to customer.

Manufacturer narrative:
(B)(4). Field service engineer found that the high tension generator for the image intensifier was the problem. Indication for radiation remains on, w/o image being generated. System is out of service.